Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm and the modular cable and controller were replaced and the alarm resolved. Related MFR: 2916596-2022-11805.

Manufacturer narrative:
Manufacturer's investigation conclusion the modular cable (lot number: 8058334) was returned for evaluation due to driveline power faults. The modular cable was returned for analysis, a log file was downloaded for review. A review of the log files showed events spanning approximately 3 days (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 took place in the testing labs at abbott and occurred when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Driveline power fault alarms coincident with power a broken faults were active on (B)(6) 2022 from 19:27:22 ¿ 19:43:10 and did not clear. The driveline was disconnected on (B)(6) 2022 at 19:42:41 and the controller was shut off at 19:43:10. There were no other notable alarms active in the log file. Pump operation was not affected. The modular cable was connected and functionally tested with the returned heartmate 3 system controller in the labs at abbott and driveline power faults were active. The system controller was replaced with a test controller and the alarms were resolved. The modular cable was able to operate a mock loop with the test controller and was able to function as intended. The root cause of the reported event was conclusively determined to be unrelated to the modular cable. The device history records were reviewed for the modular cable (lot number: 8058334) and was found to pass all manufacturing and qa specifications before being shipped to the customer heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.